Manufacturer narrative:
Device was explanted.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction reported that she has been hearing voices since her first implant and she thinks there might be a chip inside her. The patient was advised to follow-up with her healthcare provider. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.